Event description:
Envoy medical corp. (Emc) was notified on february 16, 2026, that the sound processor implanted in the patient was exposed. The patient was seen by dr. (B)(6) on (B)(6) 2026, who noted no signs of infection and recommended an immediate explant of the device to allow for wound healing. As of the last communication with the patient on (B)(6) 2026, the patient reported that the wound was still exposed, but they had not scheduled an explant due to issues with their insurance not being accepted by their preferred provider. Dr. (B)(6) recommended the patient seek immediate care at their local emergency room to remove the sound processor and treat the wound. On march 20, 2026, envoy was notified that the patient had scheduled an explant because that the device had extruded through the skin, and was planning to replace with a cochlear implant. On (B)(6) 2026, the patient was fully explanted. The site confimed on (B)(6), 2026 that the explanted system was discarded by the site on the day of surgery. Patient/clinical history with emc: (B)(6) 2013 : implant. (B)(6) 2013 : activation. (B)(6) 2013 : sound issue diagnostic analysis. (B)(6) 2013 : fitting. (B)(6) 2014 : fitting. (B)(6) 2014 : fitting. (B)(6) 2015 : fitting. (B)(6) 2017 : fitting with remote support. (B)(6) 2017 : battery change. (B)(6) 2019 : fitting with remote support. (B)(6) 2020 : fitting. (B)(6) 2021 : battery change. (B)(6) 2023 : post battery change fitting. (B)(6) 2025 : battery change. (B)(6) 2026 : explant.

Manufacturer narrative:
Patient's device is exposed, due to a known thin skin issue. Patient was explanted and plans to transition to a cochlear implant.

Manufacturer narrative:
Patient's device is exposed, due to a known thin skin issue, but has not yet scheduled the immediate explant surgery recommended by their treating physician.

Event description:
Envoy medical corp. (Emc) was notified on february 16, 2026, that the sound processor implanted in the patient was exposed. The patient was seen by dr.(B)(6) on (B)(6) 2026, who noted no signs of infection and recommended an immediate explant of the device to allow for wound healing. As of the last communication with the patient on (B)(6) 2026, the patient reported that the wound was still exposed, but they had not scheduled an explant due to issues with their insurance not being accepted by their preferred provider. Dr. (B)(6) recommended the patient seek immediate care at their local emergency room to remove the sound processor and treat the wound. Patient/clinical history with emc: (B)(6) 2013 : implant, (B)(6) 2013 : activation, (B)(6) 2013 : sound issue diagnostic analysis, (B)(6) 2013 : fitting, (B)(6) 2014 : fitting, (B)(6) 2014 : fitting, (B)(6) 2015 : fitting, (B)(6) 2017 : fitting with remote support, (B)(6) 2017 : battery change, (B)(6) 2019 : fitting with remote support, (B)(6) 2020 : fitting, (B)(6) 2021 : battery change, (B)(6) 2023 : post battery change fitting, (B)(6) 2025 : battery change.